Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating no anomalies were found. No anomalies found on save to disk file from (B)(6) 2016 which shows last eight battery measurements of 2.78 volts -2.79 volts with an estimated remaining longevity of 10.5 years (9 years minimum to 12.5 years maximum).

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited an abnormal battery voltage even though the longevity estimated 12 years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.